Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. Fse performed system check; system check failed. Inspection of the system revealed air in the substrate pump; fse replaced the substrate pump. Verification testing passed within published performance specifications. Assay calibrations and qc results met specifications. In conclusion, the cause of this event was a hardware malfunction of the substrate pump.

Event description:
The customer reported obtaining a no value ind (indeterminate)-flagged psa (access hybritech psa) result for one (1) patient sample; the repeat result was no value with an ind flag. The customer also reported obtaining a no value ind-flagged troponin I (access accutni+3) result for a second (2nd) patient sample; the repeat result was a numerical value. Testing was performed on the laboratory's access 2 immunoassay system, serial number (B)(4). The ind-flagged results were not released from the laboratory. There was no impact or change to patient treatment in conjunction with this event. Access hybritech psa and access accutni+3 calibrations prior to the event met assay specifications. Quality control (qc) results prior to the event were within established ranges. The customer reported that system checks performed prior to the event and after the event passed within specifications. A ten-replicate precision study performed after the event, using troponin qc level 1 material, did not meet the assay imprecision claim. The customer did not provide information regarding patient sample collection and processing. There were no reports of sample integrity issues from the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.